Event description:
The customer reported to olympus, the endoscope reprocessor had a broken gray connector. There were no reports of patient harm. Related patient identifiers: (B)(4).

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. Fse replaced broken connector and tested unit. Equipment repaired and verified according to original equipment manufacturer (OEM) instructions. Software attributes have been verified and confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.